Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Article title: remote monitoring of pediatric vad patients: early recognition for improved management; s. Carrington, et al. Journal of heart and lung transplantation, vol 41, issue 4, page s109. Doi: 10.1016/j.healun.2022.01.253; children's health dallas, dallas, tx, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract titled ¿remote monitoring of pediatric vad patients: early recognition for improved management that heartmate 3 (hm3) may be related to driveline infection, arrhythmia, and right heart failure. There were 13 patients monitored, 10 were implanted with hm3. From the total of 13 patients monitored, 7 were transplanted, 3 were alive and supported at the end of data collection, and 2 died (both destination therapy patients). The adverse events were 6 driveline infection, 2 right heart failure, and 4 arrhythmia. Related manufacturer's reference number for the death outcomes: 2916596-2022-10486.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, is currently available. This IFU lists infection, cardiac arrhythmia, and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." Additionally, the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ in addition, this document outlines the recommended anticoagulation regimen and inr range. No further information was provided. The manufacturer is closing the file on this event.